Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. The customer was able to remove the o-ring from the pump but also inadvertently removed the rubber gauge around the rack pushrod which led to difficulties loading cartridges. As a result the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.